Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No rainbow anomalies on the lcd window was noted. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that there was a rainbow effect on his insulin pump display. The patient's blood glucose at the time of incident is unknown. The device was not exposed to moisture. The rainbow effect was on the left side of the display. The customer was unable to read the screen properly. The insulin pump will be returned and replaced.